Event description:
When suturing the wound, the suture needle was bent, causing the suture to not go smoothly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).